Event description:
It was reported that failure to capture and high, out of range, high impedance were observed on the lead. Upon x-ray review, dislodgement was noted. It is suspected that the dislodgement might be caused by strenuous exercise of the patient after implant procedure. The lead was explanted and replaced. Patient is in stable condition.

Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal.